Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, a peg from the percutaneous pin removed after contact with the slap hammer. The tip of the pin was then attempted to be removed with vice groups however the upper portion of the tip broke off. It was reported that the surgeon left the tip inside of the patient. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.